Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the source lamp and performed photometer alignments. The cse replaced the sample arm and rebuilt the sample pump assembly. In a follow-up visit, a siemens technical application specialist (tas) replaced the sample and reagent 1 (r1) drains, aligned the probes and recalibrated the assay. The tas replaced the reagent 2 (r2) transducer and ultrasonics printed circuit board (pcb). The tas ran quality controls and precision testing, which were acceptable. It is unknown why the customer ran patient results while quality controls were out of range. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl 200 instrument reported that quality controls (qc) for salicylate (sal) were out of range. The customer had run patient samples while the quality controls were out of range. The customer did not repeat the patient samples and it is unknown if discordant results were generated. It is unknown if the results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the results being generated while quality controls were out of range.